Event description:
Two home care patients reported the unintended disconnection of the enteral feed pump tubing from the gastrostomy catheter during use. The disconnections occurred shortly after the institution started using an adapter for interconnecting the two devices. The new adapter is required as part of the transitionary process to function specific standardized connectors. Manufacturer response for gastrostomy catheter feeding tube adapter, percutaneous mallinckrodt institute (per site reporter): the manufacturer does not intend to alter this adapter. Manufacturer response for gastrostomy catheter, percutaneous mallinckrodt institute (per site reporter): the manufacturer does not intend to alter the adapter provided with this catheter.